Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose ranged from 142-143 mg/dl. The customer reverted to an alternate method of insulin therapy.